Event description:
It was reported that one day post implant, intermittent loss of capture was observed via patient monitor. Lead dislodgement was confirmed with fluoroscopy. The lead was explanted and replaced. Patient condtion afterthe event was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received.